Event description:
An optometrist reported a case of bilateral stage one diffuse lamellar keratitis (dlk) observed at day one post lasik surgery. Increased steroid eye drop therapy was used, and pt was reported as asymptomatic. Upon follow up, reporter stated the issue was noted to be resolved. Pt outcome was good. This file addresses the left eye. Another manufacturer's report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).